Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had history pointers failed, the history pointers are corrupted error and had blank display. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed. Customer also stated that they were unable to clear the alarm. The device will be returned for analysis.